Manufacturer narrative:
The subject device was received and evaluated. Device inspection service repair noted there was no restriction found inside channel and the customer reported issue could not be confirmed, however, found the nozzle (air/water nozzle) blocked with foreign debris. Foreign material sticking to distal end. In addition, the following findings during device evaluation were noted: distal end has a dent. Adhesive on a-rubber is detached. A-rubber has clotting protein. Connecting tube has coating peeling. Connecting tube is dirty. Control unit is dirty. S-cover is dirty. Grip is dirty. Universal cord has discoloration. Angulation is lower than standard. Due to clogging of nozzle, water removal ability does not meet the standard value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of cleaning brush stuck inside suction channel. The issue found during an unknown event. There was no patient harm, no user injury reported. Device evaluation found the nozzle is clogged with foreign material. The air/water nozzle blocked with foreign debris. Foreign material sticking to distal end.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: phenomenon one (air / water nozzle was blocked): the nozzle was blocked with foreign material but could not identify the material. The cause was unable to be determined. Phenomenon two (foreign material sticking to distal end): foreign material was sticking to the distal end but could not identify the material. It is likely that the foreign material was unable to be removed due to physical damage of the device. Detachment of rubber glue and dent at distal end were confirmed on the location where the foreign material remained. Phenomenon three (cleaning brush stuck inside suction channel): cleaning brush stuck inside suction channel. The cause was unable to be determined. Regarding the phenomena, reprocessing steps by the user were reviewed, and obvious deviation from the instructions for use could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained, identified in e1, e2, and e3.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.